Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) gave a bad transducer reading. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
The full name of the initial reporter is: (B)(6). Device not accessible for testing: additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), e2, e3, g3, g6, g7, h2, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10, h11 corrected fields: d9, h6 (problem code) a getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a